Manufacturer narrative:
This event occurred in (B)(6). The field application specialist (fas) visited the customer site and found no issues with sample integrity. Maintenance was up to date, pinch valve tubing was replaced on (B)(6) 2020. Calibration and qc were acceptable. No issues were identified on the alarm trace data. On 20-aug-2020 the field service engineer (fse) performed instrument performance testing which failed. The fse performed service actions on both measuring cells and checked and verified adjustments on multiple instrument parts and re-ran instrument performance testing with acceptable results. The customer ran and repeated the patient sample in question and received comparable results. The analyzer is back in use.

Event description:
The initial reporter complained of a questionable low result for 1 patient tested for elecsys hcg stat (hsg stat) on a cobas 6000 e 601 module. The initial result was 2.62 miu/ml. This result was reported outside of the laboratory and the patient was discharged. On (B)(6) 2020 (17 hours after the initial low result) a new sample was obtained and the result from the same e601 module was 28679 miu/ml. The clinician requested repeat testing as the patient was "very ill" and the low result did not correspond to their clinical picture. The dr. Suspected an ectopic pregnancy. The patient was rushed to the surgical intensive care unit where "the patient almost died as this was an ectopic pregnancy." Further details were requested but no information could be provided. No information could be provided on the current condition of the patient. On (B)(6) 2020 the original sample was repeated with a result of 22620 miu/ml. It is not clear if the pregnancy had been previously diagnosed prior to the low result. It is unknown whether the patient would have received different treatment, had the initial result been different. The patient¿s clinical information and onset of symptoms (e.g. Cramping pain in the lower abdomen, bleeding) and sonographic information were requested but have not been provided. The hcg stat reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation determined the malfunction is consistent with a pre-analytical handling issue at the customer site due to a pipetting issue caused by either a bubble on the surface of the sample or a tilted sample container. The investigation did not identify a product problem.